Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel on june 15, 2011, a colleague pump was found to have experienced a failure code 808:02 which interrupted delivery. No reported patient injury or medical intervention occurred. This device utilizes user interface module master software version 5.08.92 categorized as remediated.

Manufacturer narrative:
The condition of failure code 808:02 was confirmed through the event history due to a defective pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).